Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shock and antitachycardia pacing therapy for atrial fibrillation with rapid ventricular response. Device replacement was scheduled due to normal eri/eos. No further information available.